Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information d4:unique identifier (UDI) h4:device manufacture date evaluation summary based on the content of investigated data, it was determined that the potential cause/root cause of failure was that moisture entered the objective lens unit and condensed, causing the observed image to become unclear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 24-jan-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 25-jan-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
We have received the following responses from our distributors on 04-jul-2023. After extensive testing and control, we found condensation on the camera image for approximately 60 seconds. Technical service has determined that the device's camera and led lens are fine, free of air leaks, in good overall condition, and free of damage that would affect the warranty period. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the inspection at endopents the foggy image was detected. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.